Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient was implanted with two gore tag thoracic endoprosthesis to treat a descending thoracic aortic aneurysm. It was reported that the patient had previously received a surgical repair of an aortic arch aneurysm with a vascular graft; the proximal end of the proximal device was placed inside the vascular graft. It was also reported that during the procedure, a bypass between the left common carotid artery (lcca) and the left subclavian artery (lsa) was created to maintain the blood flow into the lsa which would be covered by the additional stent graft. The preoperative aneurysm diameter was 65mm. On (B)(6) 2010, a type 2 endoleak originating from the lcca was identified. The maximum aneurysm diameter was 58mm. On (B)(6) 2010, coil embolization was performed on the lcca to treat the endoleak. On (B)(6) 2010, another type 2 endoleak originating from an intercostal artery was identified. It was reported that the physician opted to monitor the patient. The maximum aneurysm diameter was 53mm. On (B)(6) 2010, the patient expired due to ruptured thoracic aneurysm.